Event description:
It was rpeorted that guidewire and iab were inserted without difficulty. However, they were unable to remove guidewire. As a result, assembly was exchanged. There were no rpeorted pt complications.